Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the conductor fractured on the external pulse generator cable. A repair request for the cable was noted. No patient complications were reported as a result of this event.

Event description:
It was reported that the conductor fractured on the external pulse generator (epg) cable. A repair request for the cable was noted. No patient complications were reported as a result of this event.